Manufacturer narrative:
Actual device involved in incident was evaluated. Visual examination. Note: the reported complaint was confirmed. The housing was replaced. The root cause was attributed to component failure.

Event description:
During routine testing of the device at the service center, the service tech reported that the front bezel housing was chipped. Since the event occurred during routine testing, there was no pt involvement during this event.